Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Subsequently, it was reported that a cartridge detection notification occurred during the load sequence. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 521 mg/dl and high levels of ketones due to a pump issue. Manual injections were administered to address bg. Tandem technical support reviewed the pump history and found that occlusion alarms had occurred. Reportedly, the customer reverted to manual injections for insulin therapy.